Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade and subsequently died. Notified of a death of a patient. Four hours after the procedure was completed, the patient developed a large pericardial effusion. It is unknown at this time how it was discovered or confirmed. The patient went into a pea (pulseless electrical activity) arrest. A pericardiocentesis was attempted on the patient for about one hour but was not successful. The patient expired. Additional information was received. In physician¿s opinion, the cause of death was the tamponade. The adverse event was discovered post use of biosense webster products. Transseptal puncture was performed with abbott brk needle. Prior to noting the cardiac tamponade, extensive endo and epi ablation was performed. No evidence of a steam pop. Correct catheter settings were selected on the generator the irrigated catheter. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Force visualization features used were graph, dashboard, vector, visitag. Visitag parameters for stability were 3mm, 3s, 25%, 3g. No additional filters were used with the visitag. Color options were impedence drop 5-10 ohms. Medical hx: severe hypertrophic cardiomyopathy (hcm).